Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported than an unspecified number of minicaps had connection issue; further described as "caps used to go on tight, but now it came loose". This event occurred during patient use. The registered nurse (rn) stated the transfer sets was replaced, but the same problem occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.